Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 08/29/2019. The customer was advised to check exhalation side for leak. Also, to check for kinked/cut tubing. Customer to call back as needed. Offered onsite service due to the downtime of unit, customer declined. Per customer, the unit is back in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported unit has a (2106) patient circuit leak code. There was no patient involvement.